Manufacturer narrative:
(B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No medical intervention needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll barrel / flange was damaged. The following information was provided by the initial reporter: material # 309695. Batch # 5134783. It was reported by customer that "during administration of local the ring syringe finger loops broke causing a scratch to the patient's right side of nose.¿ verbatim: rcc received a complaint via email. Email(s) attached. I was asked to pass along a safety issue that was reported by (B)(6), cc'd in this email. Please see details of the report below: ¿during administration of local the ring syringe finger loops broke causing a scratch to the patient's right side of nose.¿ product: bd 10mlcontrol syringe, ref# (B)(4). Lot: 5134783. Date of incident: (B)(6) 2025.